Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer cleaned the speaker holes, reloaded the cartridge and the alarm was cleared. Customer's blood glucose ranged from 230-231 mg/dl.

Manufacturer narrative:
B4: date corrected.